Manufacturer narrative:
B5 - description of event: it should be noted the hub was confirmed leaking at the hub/cap and the cap/tubing interfaces. D10 ¿ product received on: 02may2019 investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complaint device was returned in the locked position. Tug and twist tests confirmed that the cap and flare were secured within the hub. A leak test confirmed the presence of a leak at the hub/cap and cap/tubing interfaces. The hub was disassembled and found no suture in the cap. The flare appeared damaged and folded. All dimensions relevant to the reported failure mode were analyzed and found that the device was manufactured out of cook¿s specifications. The appropriate actions were taken to address the manufacturing issue. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found two relevant nonconformances. All nonconforming product was scrapped. It should be noted one other complaint was recorded for this lot number, but was opened to record the second leakage on this same device. From this information, there is no evidence suggesting that there is nonconforming product in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause was concluded to be a manufacturing and quality deficiency. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was used for percutaneous transhepatic bile duct (ptcd) drainage procedure. As reported, after insertion the physician observed leaking from the hub of the drainage catheter. The physician immediately removed catheter and replaced it with another similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.